Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the introducer was placed in the left atrium and air was aspirated from the hemostasis valve when negative pressure was applied through the syringe port. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The reported device was discarded.

Manufacturer narrative:
Additional information: g4, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.